Manufacturer narrative:
The reported issue was discovered during training for the perfusionists. Per the manufacturer's subsidiary, during training with the perfusionists the module was configured and calibrated. When the occluder was manipulated with the bar for partial occlusion set up, the error message to verify the module was displayed. The occluder goes into calibration mode but is unable to be calibrated again. There is a missing pin in the cable that connects the occluder to the occluder module. This complaint is related to (B)(4)/ medwatch #1828100-2019-00137.

Event description:
It was reported that during the use of the device for a non-clinical activity, the occluder module was causing an error message to check module to be displayed.there was no patient involvement.

Manufacturer narrative:
The reported complaint could not be confirmed. Multiple diligence attempts were unsuccessful for part return so no evaluation could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.